Event description:
Customer reported experiencing leakage at the cassette when using the pump set. Co's lab eval found the leakage to be located at the inlet valve due to split film. No pt injury was reported. No further info is available